Event description:
It was reported that during checks ,the cardiosave intra-aortic balloon pump (iabp) unit when turned on the helium was empty . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) low helium. Customer called in to advise when they turned on cardio-save this morning the helium was empty. This was found during checks, no patient involvement. The unit but it sounds like the staff have repaired this and it has been put back in to use. No visit took place by a getinge representative. Further no information available.

Event description:
N/a.